Event description:
It was reported that the 8100bd failed rate accuracy test, kept aborting the task. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report.root cause:the probable cause of the reported device had failed rate accuracy test was not identified during the customer call. The tech support corrected the task aborting issue during the rate accuracy test and provided guidance on using the correct rate calibration set (p/n: 8100-rcs) when performing the pm rate accuracy test.per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.